Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The investigation associated with related event tw#(B)(4) has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, sop-(B)(4). Batch record review: lot 7k02137 was manufactured on 10/11/2017 in the line convex 2 pc (ost), with a total of (B)(4) mkus. A batch record review was performed on 01/18/2022, to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bom and all the tooling information documented was also correct, sap material 1161270 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: no photographs were received in which the reported defect can be observed. No unused return samples were received for evaluation. Complaint data analysis: on 01/18/2022, a search of complaints was performed into trackwise system for lot number 7k02137. As a result, a total of 08 complaint were found reported and 02 are related to the same malfunction code of this investigation. Conclusion summary of the related event: material, method/process, manpower and measurement sections were reviewed, and it is considered none of them interfered on the incidence of the root cause, also, these sections and possible opportunities were previously covered under tw# (B)(4). Based on the investigation findings through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented, the root cause for this failure mode was identified as machine. As observed during this investigation the contributor factors to this failure mode were the following: a) condition of the yamaha arm. B) condition of vision system cameras. C) variance in the materials, cause variation in the placement. This is causing the overall variation 0.6. This accumulation of variation causes the complaint in section 1. To maintain acceptable levels of variation the maintenance for the arm will be improved. And base on the rate of complaints and the variation identify, codes with a rate higher than 10 complaints per million will be block and manufactured on the improve convex 2 pc in building 8a. Actions were taken on corrective action / preventive actions (CAPA) plan tw# (B)(4). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported that she had an off centered starter holes in ten wafers out of which five wafers were used by her. She also reported some discomfort and they were uncomfortable. No photo is available at this time.

Manufacturer narrative:
Device 10 of 10. Correction - contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).